Event description:
A report was received that a patient underwent a nuclear magnetic resonance (nmr) due to a serious pathology being suspected. After the nmr was performed, the patient felt inappropriate painful shocks and heat in the ipg area. The patient then underwent an ipg revision procedure. The patient was reportedly doing well following the procedure.